Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4). Implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that upon removal of the catheter it had fractured. The spinal segment was tied off and left in the patient. The catheter was being replaced at the time so the hcp put in a new 8780 catheter and the issue was resolved. No symptoms were reported, and the patient status at the time of the report was "alive, no injury." No further complications were reported.